Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the graftmaster stent was used to treat a perforation in the peripheral lower extremity popliteal artery. It should be noted that the instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.

Event description:
It was reported that a perforation and extravasation in the left popliteal artery occurred during a critical limb salvage procedure. A 2.8x16mm rx graftmaster stent system was advanced and the stent deployed; however, the stent graft did not fully seal the perforation. A 2.8x26mm rx graftmaster stent system was then advanced and the stent implanted to successfully seal the perforation. The graftmasters did not cause or contribute to complications or adverse events. The patient remains in the hospital due to pre-existing conditions not related to the graftmaster stents. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.